Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2004 and a mesh was implanted into the patient. It is reported that the patient experienced pain, erosion of internal tissues, and has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted; concurrent procedure-uterine ablation on cervix. It was reported that following insertion the patient experienced extreme pain in stomach area, frequent urination, pain during and after intercourse, and heavy bleeding after intercourse. It was reported that the patient also underwent brain surgery on (B)(6) 2009, and had a blood clot on (B)(6) 2009. (B)(4).

Manufacturer narrative:
.